Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. This event was further reviewed by an abbott vascular medial affairs director and the reviewer stated that: ¿death was unrelated to the device but was related to the procedure since mitral regurgitation (mr) was left unchanged with a possible interatrial shunt due to septal partial rupture. There is no evidence of device issue and the septal rupture may have been a complication of the transseptal puncture possibly favored by technical issues. The reported perforation and death were an outcome of challenging anatomical condition/operational context. The reported patient effects of unspecified tissue damage, embolism and death as listed in the mitraclip g4 system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated, and the reported positioning failure appears to be due to procedural circumstances/operational context. The reported difficult to remove (anatomy) was due to positioning failure. The reported difficult to open or close (clip close inability) was due to procedural circumstances/operation context. The reported difficult to remove (cds/sgc) was due to inability closing the clip arm fully and is a result of procedural circumstance/operational context. The reported material separation was an outcome of procedural circumstance as the clip detached from the cds mandrel during troubleshooting steps while trying to remove the undeployed clip. The reported unspecified tissue damage appears to be due to positioning failure. The reported embolism is an outcome of material separation. The reported surgical intervention and removal of foreign body were a result of case specific circumstance as a cut down was performed, and the clip was removed without problems. The reported death was an outcome of procedural circumstance/patient anatomical condition. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was received: although the treating physician reported no relation between the death and the cds/sgc, abbott medical reviewer identified a possible relationship; thus the event is upgraded to a death report.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The sgc referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip detached from the delivery catheter mandrel. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation with an mr grade of 4. The steerable guide catheter (sgc) and mitraclip delivery system (cds) were inserted without problems. The septum ruptured approximately 3 cm, the sgc slipped further into the left atrium and the angle of the cds changed quickly into a pronounced aortic hugger and the cds dived more into the ventricle. An attempt was made to get the clip back to the left atrium, different maneuvers were used, including using the a-knob, but the clip appeared to be stuck to the anterior mitral leaflet (aml). The + knob and m knob were used, and the clip was freed from the aml. After some time, the clip no longer fully closed. It is possible tissue damage occurred leaving tissue caught in the clip preventing the clip from closing, however echo imaging was not clear at this moment to see if tissue was caught inside the clip. The clip was retracted to the tip of the sgc. One clip arm could not be moved into the scg. The decision was made to remove the sgc and the cds in this position through the vena cava inferior. The clip was pulled back approximately 10 cm before the puncture site in the right femoral vein, and the clip detached from the cds mandrel. The clip was no longer attached to the lock line or gripper line. A cut down was performed, and the clip was removed without problems, the septum was left untreated. No clips were implanted, mr remained at 4. No damage was noted to the sgc soft tip. Overnight the patient developed multiple organ failure including kidney failure and died on (B)(6) 2021. Per the physician, the death was not related to or induced by the mitraclip devices. There was no additional information provided.